Manufacturer narrative:
Correction d9/h3: device not returned. H6: the quality investigation is complete.

Event description:
It was reported that during a procedure the device trigger was released as the patient was being repositioned and the device grazed the patients abdomen. Surgeon noted a nick to the abdominal surface and realized that despite the trigger not being depressed the device was stuck in the on position. Additionally the team noted that when in use earlier the device was inconsistently performing according to cut and cautery trigger pushes. Surgeon altered original planned location of incision and instead utilized the abdominal area that was affected as part of his incision line so no harm was encountered. The procedure was completed successfully; no medical intervention was reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation device is available for return.

Event description:
It was reported that during a procedure the device trigger was released as the patient was being repositioned and the device grazed the patients abdomen. Surgeon noted a nick to the abdominal surface and realized that despite the trigger not being depressed the device was stuck in the on position. Additionally the team noted that when in use earlier the device was inconsistently performing according to cut and cautery trigger pushes. Surgeon altered original planned location of incision and instead utilized the abdominal area that was affected as part of his incision line so no harm was encountered. The procedure was completed successfully; no medical intervention was reported.